Event description:
Uneventful placement and sma placement. No graft in the iliac. Once the procedure was completed and the sheath was being removed, a distinct "pop" was felt. Noticed the wire within the sheath uncoiling at the arteriotomy site. Immediate pressure was applied to the entry site. The physician used forceps to remove the uncoiled distal portion of the sheath. No pt problems.